Event description:
The complaint was reported as: complaint alleges - customer called to report that the catheter is clogged at the end of the catheter tubing, there is no opening. The sample has been discarded. No pt injury reported. Pt current condition is fine.

Manufacturer narrative:
No sample is available for the MFR to evaluate. A device history record (DHR) review did not show any issues related to this complaint. Mfg and quality inspection (procedures and processes were reviewed and showing that proper controls are in place to guarantee that acceptable product is delivered to our customers. Work instruction mentions that personnel will verify the integrity of the eyelet punch and the use of magnifier to assure that the eyelets "remains" are not attached to the piece, based on these procedure requirements, production personnel did not follow the procedure. As a process improvement, an in-process testing will be developed by the engineering group in order to have an automatic system to detect this kind of failure mode (eyelet occlusions). As an immediate containment action, a current sampling plan used for visual inspection was increased started on (B)(4) 2013. This inspection level will be performed until the automatic system inspection is implemented. MFR personnel of the involved code were re-trained. Customer complaint cannot be confirmed at this time since a physical sample is necessary in order to perform further investigation. However, a corrective action plan will be implemented in order to mitigate this failure mode. If the product sample becomes available this complaint will be reopened. Results - no result code available that could accurately describe that the complaint was confirmed, root cause is unk.